Event description:
It was reported that the irrigation sleeve on the sonopet tip melted during a spinal tumor procedure. There were 2 sonopet tips alleged with this complaint. There was a delay of 15 minutes as the procedure was completed successfully with a backup device. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device is not available to the MFR for eval as it was discarded by the user facility.